Manufacturer narrative:
One device was returned for repair in used condition. The event log was not available to review. This device has not been in for service in the review period. Visual and functional testing was performed. The reported problem was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The cause is the expulsor. Replaced the expulsor and cleared the error code to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy testing two times as well as error code 1310. The device issue was not related to physical damage/abuse. There was unknown delay of therapy, unknown patient involvement and no patient harm.